Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021 there was a issue with balloon. The leak was not allowing the stent to be inflated and expanded. The surgeon had to release the stent to change the balloon. Then there was a difficulty in repositioning the balloon in the stent with risk of stent migration. Patient had a bodily injury. No further information provided. This report is for one (1) vbs w/balloon med. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Photo investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspection of the image provided, the complaint condition of the balloon not able to inflate due to a leak cannot be confirmed. The root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part #: 09.804.601s, lot #: h892257, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: nov 20, 2020, expiration date: nov 01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information the surgery was completed successfully with 30-minutes delay. The patient condition was fine.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the vbs w/balloon med was received at us customer quality (cq). Visual inspection of the complaint device showed a small tear on the surface of the balloon. The stent and the wire were not returned. No other issues were observed with the returned device. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: based on the date of manufacture, the following source controlled drawings (current and manufactured to) were reviewed: vbs catheter assembly depuy synthes vertebral body stent balloon no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed for the vbs w/balloon med as a small tear was observed on the surface of the balloon. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.